Event description:
It was reported that the patient had the implanted device removed in (B)(6) 2011 due to an infection. The patient was implanted with a new system. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v704351, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer.